Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does nto pass inspection, lifescan will inform FDA of the results in s supplemental report.

Event description:
A patient reported glucose results of 57 mg/dl and 124 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A check strip test was performed and the result fell within specs. Meter was replaced.